Event description:
The field application specialist reported the user experienced an intermittant issue with erratic ise results and received a questionable sodium result for one patient sample from the integra 800. The initial result was 130 mmol/l and the repeat result was 137 mmol/l twice. The initial result was not reported outside the laboratory and the patient was not affected. The lot number of the sodium electrode was not provided. The field application specialist was unable to determine a cause and confirmed the user had repeated the sample twice with a result of 137 mmol/l. She performed precision studies on the patient sample and quality control material with all results within specification. She observed the analyzer operation and verified the analyzer was performing within specifications.

Manufacturer narrative:
A specific root cause could not be determined. The customer is not willing to provide further information for investigation.

Event description:
(B)(4) received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. A clinician checked the device and discovered an out-of-range shock impedance measurement from the day the patient had surgery to add an sq array to the system. This measurement was not reset following the procedure and the device had been beeping since then. A (B)(4) consultant discussed how to reset the clinical event and confirmed that the daily impedance measurements were normal since the procedure.